Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent bilateral total knee arthroplasty's on (B)(6) 2000. Subsequently, a revision procedure has been indicated due to an unknown reason on an unknown side; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent bilateral total knee arthroplasty's on (B)(6) 2000. Subsequently, a revision procedure has been indicated due to an unknown reason on an unknown side. Additional information received reported the patient was revised (B)(6), 2016. No further information has been provided.